Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a clot was found in the sheath that prevented aspiration and the patient experienced thrombosis. During a pulse field ablation (pfa) procedure a faradrive sheath was used. After a non-boston scientific mapping catheter was removed from the sheath aspiration was performed, but the syringe plunger could not be pulled back due to negative pressure. The sheath was removed from the patient and flushed, and a blood clot was found. The procedure was cancelled.

Event description:
It was reported that a clot was found in the sheath that prevented aspiration and the patient experienced thrombosis. During a pulse field ablation (pfa) procedure a faradrive sheath was used. After a non-boston scientific mapping catheter was removed from the sheath aspiration was performed, but the syringe plunger could not be pulled back due to negative pressure. The sheath was removed from the patient and flushed, and a blood clot was found. The procedure was cancelled.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Initial inspection of the sheath found a kink towards the distal tip of the active shaft. This secondary finding would not have contributed to the reported clinical observations; it is possible that the kink was not present during the time of use and may have occurred during shipping. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear in the inner valve. Thrombosis is also considered an expected procedural complication addressed in the instructions for use (IFU) for the faradrive sheath. The reported clinical observations were confirmed by the analysis results.